Manufacturer narrative:
Updated field(s): sex, date of birth, age at time of event / age units (patient), weight. / weight (units), date of event, describe event or problem. A sensation plus 8fr 50cc shelf carton was returned with the insertion kit sealed and intact. The iab product kit was missing from the shelf carton. The reported event was confirmed by the evaluation. However were unable to determine a root cause of how this occurred as our records do not indicate missing components for the batch. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) packaging, the iab tray was missing. The only components inside the packaging were the sheaths and helium tubing. A new iab was opened to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) packaging, the iab tray was missing. The only components inside the packaging were the sheaths and helium tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, supervisor, invasive cardiology. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.